Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), product type: lead. Product ID: 3778-60, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that their device system components were all surgically removed in the summer of 2013. They stated that the device was helping their leg pain but it didn't help with pain in the other areas so they had it removed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient couldn't drive with it on and it caused them to still have pain in the legs and back area. No further complications reported.